Event description:
The customer reported the device mechanism chassis bumper melted and leaked to the door handle. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Device was received for testing and investigation. During testing, it was noted mechanism bumper depolymerized to liquid form and resulted in a difficulty to close the door. The probable cause was determined to be due to internal device heat.